Event description:
Biomed reported a secondary of the antibiotic zyvox ran too fast on an ICU pt. He plans to download the logs and look at them first, then check with risk manager about whether he can send everything in for investigation. There was no pt harm or medical intervention required. Although requested, customer states no further event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, the device/logs have not been received. A f/u report will be submitted with failure investigation results should the device/logs be returned for eval.